Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider who reported the patient's weight at the time of the event was (B)(6) lbs, cause of poor communication/signal and swelling at the ins site was unknown, and the actions and interventions take was the patient was referred to their surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that when they stand they can get 6 coupling boxes but when they sit they loose all coupling boxes. The patient's rep thought that maybe the ins was moving when they sit down. Adhesive discs were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that there was poor coupling with recharging. The patient reported the recharger "can't find the signal" meaning they are not able to get any coupling bars. The patient indicated they saw a manufacturer clinical specialist at their post op appointment and the incision where the ins was implanted was swollen and the clinical specialist was only able to get 2 bars. Patient was advised to ice their incision area to help the swelling go down. The patient indicated they did ice it down but can still feel a bump there. Patient is unsure if bump is the normal bump from the device itself. The patient has tried charging on his own and not getting any coupling bars however the pt can use his mystim programmer to confirm the ins battery is about 60% full. The patient has tried re-positioning the antenna and making sure belt was secure, and turning antenna dial but this has not resolved their issue. Troubleshoot ing was done on the call. Antenna locate feature was reviewed. Issue not resolved. Reviewed with the patient there may still be some swelling preventing patient from getting good coupling. A new antenna was sent to the patient to try. No further complications repo rted and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back to a follow up letter sent to them. The patient reported that the adhesive discs sent to them resolved their poor coupling. The patient reported no steps are being taken to resolve the suspected ins movement when sitting down. The patient reported their weight at the time of event was (B)(6) lbs.